Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "not long after inserting resectoscope sheath the consultant noticed foreign object floating in the bladder. Realised it was part of the sheath's ceramic beak. The consultant was unable to retrieve the piece. The patient had a very large prostate, as such it was difficult to even manipulate the scope enough to adequately visualise it. Patient currently has a catheter in. Beak retained in bladder. Catheter required, with further procedure required in future."